Event description:
It was reported post-operatively the screws loosened. Pedicle screws were implanted from l5 to s1. Approx 8 months post-operatively all four pedicle screws were found to be loose. The pt was revised and the screws were removed. No further info is available at the time of this report.